Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and experienced keypad issues. The customer's blood glucose was 199 mg/dl. The customer stated that she was trying to input the blood glucose value when the buttons began going crazy and scrolled on their own. She noted that the keys were sticking. She also reported that she was unable to remove the battery cap due to being stripped. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The up and down arrow buttons on the insulin pump were received with intermittent button response due to corroded keypad traces. No button error alarm or unexpected numbers/scrolling during testing. The device had stripped battery cap coin slot, cracked reservoir tube lip, broken battery tube threads, case cracked at the display window corner, minor scratches on the lcd window, scratches on the reservoir tube window, case cracked at the reservoir tube window corner, reservoir tube window cracked, and missing end cap sticker.